Event description:
It was reported through ilet monthly survey that a user experienced hyperglycemia while using the ilet, with the event occurring in temporal association with medication taken for a dental infection and the cause remaining unclear; with the highest reported glucose of 300 mg/dl. Customer care included event details with the user and confirmation of the event through internal reports. Investigation of this case revealed no device malfunction identified. Symptoms included elevated ketones associated with hyperglycemia as captured during the follow-up questionnaire. Outcomes included self-management without need for higher level care. It was concluded that the event was user-experienced hyperglycemia with cause unclear and not related to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.